Manufacturer narrative:
(B)(4). Investigation result: visual examination of the returned complaint device found that the balloon had no damages. The catheter was noted to be kinked in the proximal side. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole close to the ro marker of the balloon. Foreign material was noted on the catheter and ro marker of the balloon. The material was determined to be procedural related. The evaluation determined that interaction between the balloon and the scope used in the procedure, including endoscope and elevator positions may result in excess friction between the catheter and the working channel, causing the balloon pinhole. Additionally, the anatomy of the patient in the procedure area as well as the handling of the device during the procedure could have contributed to the failure reported. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon was leaking and would not properly inflate. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event.